Event description:
During routine testing, the user found that the defibrillator would charge but would not fire. There was no pt involved. Tests on the device disclosed an open diode cr12 on assembly 590263. No cause for the open diode could be determined. This is an unusual occurrence, and appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.